Event description:
Litigation papers allege: on (B)(6) 2008, patient was implanted with a depuy asr hip implant. He has sustained damage to tissues and blood, pain, suffering, disability, and impairment. It is not clear whether or not patient has been revised.

Manufacturer narrative:
Corrected: date of this report, date received by manufacturer. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.